Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type iiib endoleak of the proximal extension with resultant fracture and the type iiib endoleak of the distal bifurcated stent graft events were confirmed. The reported sac growth was unconfirmed due to a lack of comparative imaging. The most likely causation for this event is device related due to the use of strata material. The final patient status remains unknown. The final patient status was not made available to endologix. However, a root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents device iteration is afx with strata. Corrections: h6: method remove 3233 h6: conclusion remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure, a routine follow-up computed tomography angiography (cta), identified a type iiib endoleak and stent fractures of the suprarenal aortic extension, a type iiib endoleak of the afx bifurcated stent graft and sac growth. The patient was reported to be asymptomatic and a re-intervention is pending. Additional information: an intervention was completed. The physician elected to reline the original implanted devices with another bifurcated stent graft, two (2) vela infrarenal stent grafts as a non - endologix (palmaz) stent to resolve this event.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted in patient.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx vela suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately, 7.5 years post initial procedure, a routine follow-up computed tomography angiography (cta), identified a type iiib endoleak and stent fractures of the suprarenal aortic extension, a type iiib endoleak of the afx bifurcated stent graft and sac growth. The patient was reported to be asymptomatic and a re-intervention is pending.